Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred before surgery. The surgery was started and completed with another system. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system would shut down after booting up. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. Multifunctional in/output (mfio) printed circuit board (pcb) was replaced and returned, to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2015. Based on qa assessment, the product met specifications at the time of release. Mfio pcb was received for evaluation. A visual assessment of the returned sample revealed no non-conformities. The mfio pcb was installed in a calibrated system and the console was powered on. Shortly after, the system shut down. This failure was repeatable. The components were checked for shorts. However, the components measured per the schematic. The pcb was then tested on the in-circuit tester (ict) to check for any other component issues. However, the pcb passed. In order to test the board on a calibrated system once more, software revision was loaded onto the pcb and the system was powered on without nonconformity. A burn-in cycle was run to verify that the system was functioning as intended. The board was tested a few weeks later to see if the results could be repeated. The board was installed in a calibrated system and only the led would illuminate, indicating 5v on the board. The microprocessor was touched to check if it was overheating and it was found that when the component was pushed and held, the system was able to power on normally. Releasing the component at any time would cause the system to lose all power. This indicated a poor component connection with the pcb. The reported event was replicated and can be attributed to a poor component, as a result of manufacturing. (B)(4).